Event description:
Information received regarding the explanted device notes that the patient "was conscious of short breathing, sometimes felt sick, visited hospital." The patient's intrinsic rate was 40-50 bpm. The device was programmed to 60 ppm and no pacing was noted. The device was checked again two and three days later with the same results. Therefore, a new device was placed.